Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an impact damage to the lcd display screen was observed. The device's lcd display screen, the system board to lcd cable and the lcd backlight cable will be replaced to address the issue. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer rec'd info alleging a ventilator's lcd display screen needed to be replaced. The device was not in patient use.